Event description:
During the atrial fibrillation procedure, communication issues resulted in the procedure being cancelled. It was observed that the catheter was not recognized by the tactisys system (B)(6). Different restarts were performed but the issue was not resolved. The procedure could not be completed. There are no adverse consequences for the patient. The procedure will be rescheduled for the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. A ¿catheter not detected¿ error message was displayed when the returned device was connected to the tactisys quartz, consistent with the reported event. Further investigation revealed the error message was due to a fracture in the 19-pin connector flex circuit on the eeprom to pin 14 trace, consistent with the observed error message and with the reported event. The deformable body thermocouple met specifications during electrical testing and optical fibers 1-3 met specifications for optical properties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.